Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blotches on screen, rejecting new batteries, unexplained random no delivery alarms, louder rewind, clock had to be reset to catch up to real time and piece broken where clip goes. Customer's blood glucose value was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.